Event description:
It was reported that a patient had their stimulation turned on two weeks after being implanted and fully tolerated stimulation at 0.5ma however could not tolerate the next step as the patient was vomiting and felt that they can move the lead, and could not eat when the device was stimulating due to difficulty in swallowing. The vns was turned off with the magnet for up to 20 minutes however this did not help the symptoms. The patient feels like the swelling in the neck since implantation and has not gone away. There is no visible swelling. It was reported that the generator system check did not show problems. The settings were lowered to a tolerated level that they were tolerating originally. It was stated that the patient has had some benefits already noted to be "quicker recovery and brighter". No additional relevant information has been received to date.